Event description:
The white ceramic sheath broke and was loose in the shoulder subacromial space while performing a subacromial decompression. The surgeon successfully retreived the piece from the joint. There were no adverse effects to the pt.